Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain seven. The patient's ultrafiltration reading was 2263 ml, indicating the home patient (hp) drained 1463 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be a use error, as the tidal total uf removal was set too low. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal labeling review for the product family will be performed. Should additional relevant information become available, a supplemental report will be submitted.